Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 3998, lot# v002444, implanted: 2006-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), implanted: 2006-(B)(6), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the manufacturing representative or physician and their concerns were resolved.

Event description:
It was reported that the patient was scheduled for an implantable neurostimulator (ins) replacement surgery on 2015-(B)(6). The patient¿s ins was dead and she had not been able to get it to come on for some time. This happened a good year or more, and she had been trying to get it to recharge. The patient met with a manufacturing representative (rep) in "2015-(B)(6)" or 2015-(B)(6) to try to jumpstart her ins. The patient had to sit there for more than an hour and the rep was not able to get it started. An ins overdischarge was suspected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.